Event description:
Our affiliate is reporting that during a shoulder repair a portion of the ceramic end, distal, of a se electrode broke off into the pt's body. The fragment was retrieved and the case was concluded successfully without further incident or harm to the pt.